Manufacturer narrative:
Date of event: exact date unknown, event occured few months ago based on the date the manufacturer became aware of the event. Explant date: few months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19069335.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted ipg and leads will not be returned.